Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on this right ventricular (rv) lead. It was believed to be due to air escaping from the header of the device. Technical services (ts) confirmed there was one episode of oversensing that resulted in inappropriate anti-tachycardia pacing (atp) therapy, bradycardia and pacing inhibition. Further system evaluation was planned. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that confirmed the root cause of the noise was air escaping from the header of the device. It was noted no further events were reported and no future evaluation is expected. No additional adverse patient effects were reported. This rv lead remains in service.